Event description:
It was reported that the zimmer air dermatome "did not cut evenly, and allegedly caused a huge gash." Additional clinical follow up with the hospital indicated that the surgeon stated that "the dermatome seemed to make a loud noise when first turned on. When the surgeon put the unit on the patient's anterior thigh it appeared to stall and then suddenly moved forward taking a very thick, uneven, chunk of skin." The surgeon sutured this initial grafted tissue back in place. An alternate available dermatome was used to harvest an alternate donor site to complete the planned procedure. There was "minimal" increased surgical time involved with obtaining the alternate unit and harvesting the additional graft site.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.